Event description:
It was reported to MFR that during routine follow-up, the unloaded battery voltage was observed at end of service, along with a pacing threshold change from 1.0v to 4.0v. The decision was made to explant the device.